Manufacturer narrative:
Concomitant medical products: product ID: 3777q60, serial# (B)(4), product type: lead. Product ID: 3777q60, serial# (B)(4), product type: lead. Product ID: 97791, serial# unknown, product type: accessory. Upon return of the lead serial number (B)(4) analysis found that the lead distal end conductor was broken. Analysis found that the lead body conductor was broken within 10 cm of connector area. Conductor 2 was broken 3 cm from the proximal end. Conductor 7 was broken 6.6 cm from the distal end at the electrode 7 crimp sleeve. Upon return of the lead serial number (B)(4) analysis found that the lead distal end conductor was broken. Conductor 7 was broken 6.6 cm from the distal end at the electrode 7 crimp sleeve.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient requested their device be explanted. The device was explanted at the patient's request. The outcome was recovered without sequelae.